Event description:
According to the reporter, during a procedure, the thread was broken into pieces in the package. The procedure was completed with another device. The patient status is alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the open samples noted partial sutures and fragment of sutures with zero needles. There was a hole observed in one of the open samples. The visual inspection of one of the sealed samples noted a hole in the foil pouch. There was no hole in the breather pouch. The sample was opened by pmv. The visual analysis noted that this type of damage, hole on the corner of the pouch, is caused by compressing the pouch along its edges. It was concluded that there are no opportunities for the package to be compressed in a way that resembles the damage on the returned pouches. And since there are no records of any issues with the vision system during the packaging of this lot, the hole must have occurred after the unit left the manufacturing facility. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the hole in the foil pouch cannot be reliably determined considering vision systems are in place to prevent this issue and there is no indication that they were not functioning properly during the manufacturing of this lot. Improperly storing or handling the pouch can cause it to compress and damage the foil. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.